Event description:
It was reported that during a percutaneous coronary intervention, stent fracture occurred. The target lesion was located in the non-tortuous and non-calcified left anterior descending (lad) artery. The physician deployed the 4.0x12mm taxus element stent and the stent was post dilated with a quantum maverick 4.0x8mm balloon. Following dilation, stent fracture was noted on cine. The procedure was completed with another 4.0x12mm taxus element stent. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).